Manufacturer narrative:
One photo was returned for investigation. The reported complaint of a leak could be confirmed from the photo provided. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The customer reported an accidental disconnection of a spinning spiros®, closed male luer from a primary plum set (ref 14007) during patient use.this event took place two weeks prior to the complaint was received and the problem was detected during the early morning, after the patient went to the bathroom and returned to their bed. At that moment, the patient called for nursing assistance because they felt wet. The nurse responded immediately and noticed that the disconnection. Upon questioning the patient, they reported not feeling any entanglement or traction from the device. The spiros connection was directly attached to a bifurcated extension # 3312 from ICU medical, through which saline solution was being infused with a midline. There was no decompensation or harm to the patient, and no treatment or blood transfusion was required. It was also reported that the product was contaminated with blood and chemotherapy drugs. It was confirmed that there was no contact with chemotherapy since the line the spiros had disconnected from was a primary infusion line that was connected directly to the patient's vascular access.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.